Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jul19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit had an unresponsive touchscreen. There was no patient involvement.